Manufacturer narrative:
(B)(4)

Event description:
During the index procedure the patient had one 2.75 x 24 mm endeavor rapid exchange drug-eluting stent implanted in the proximal lcx and one 2.5 x 18 mm endeavor rx stent implanted in the mid lcx. It is reported that approximately 44 months post index procedure the patient suffered an acute stemi. It was unknown if a target lesion was involved. The location of the infarction was determined as inferior. Investigator assessed mi to be a non-q-wave mi. The patient also suffered a spontaneous intracranial bleed on this date. It was not assessable if this event was related to the study stent. It is reported that the patient expired 2 days later. The death was assessed to be a non-sudden cardiac death. A CT scan showed a massive bilateral intracerebral haemorrhage. It was not assessable if this event was related to the study stent. Reference MFR report numbers 9612164-2011-01503 and 9612164-2011-01504.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient suffered a stroke on the same day as the previously reported mi. The patient suffered neurological deterioration following the mi and cerebral hemorrhage was confirmed on CT head scan. (Ref MFR # 9612164-2011-01503, 9612164-2011-01504).

Manufacturer narrative:
Correction: it was confirmed that the patient died one day later then previously reported.